Manufacturer narrative:
As of the date of this report, the harmonic ace instrument has not yet been received by intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace was hard to remove. The customer was able to reseat the instrument, but the movement could not be controlled. There was no error reported. The user was completing the procedure as planned using a different backup da vinci instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon's head was not inside of the high-resolution stereo viewer and the surgeon was not attempting to manipulate instruments. The instrument was not static and did not scale appropriately and did not move in the intended direction. The instrument moved straight. There was no lag or delay in movement and there was no shakiness or friction experienced. There were no external collisions and the issue occurred intermittently. The customer undocked and removed the instrument outside. The instrument was not inspected before use and there was no injury to the patient.